Event description:
2 of 2 reports (same patient, different products). Other mfg report number: 3014334038-2022-00286. A facility reported a cerelink monitor (ID: 826820) was showing "sensor or extension failure" message. Medical staff tried to fix the issue changing the monitor and the cables. The decision was made that sensor replacement was not required.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The cerelink sensor was returned for evaluation: DHR : the lot met specifications when released. Failure analysis - the issue of the complaint has been confirmed: internal wires broken at stretched area, catheter stretched 49.7cm from connector, icp express read ¿no transducer detected.¿, cerelink monitor read ¿not acceptable¿. No testing possible. Root cause : the root cause of the problem could be determined to be mishandling of the catheter.